Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, the user was unable to login. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user unable to login. A technical support specialist dialed into station, logged in as carefusion network administrator (cfnadmin), adjusted network settings to 100mbps half duplex per knowledge article 000012071, changed data services client online transaction processing (dsclientoltp) recovery model to simple in structured query language server management studio (ssms), set autologin to carefusion network application (cfnapp), and rebooted the station. The hospital information technology team (hit) troubleshooted the data port. The system functioned as intended after the technical support specialist troubleshot the device.